Event description:
Patient's physician reported that patient underwent total hip arthroplasty on an unknown date. The physician alleges the patient has elevated cobalt and chromium levels. A revision procedure has not occurred. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history were not provided. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown.